Manufacturer narrative:
(B)(4) : the customer reported that medication orders were missing from the mar. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that medication orders were missing from the mar. No pt harm was reported.